Event description:
Hamilton medical ag received the following event description: ventilator does not exhale more than 21% of o2. When o2 is set to 30% or more, "oxygen supply low" alarm engages. - no patient involvement - no intervention necessary. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that the hamilton-t1 ventilator did not deliver more than 21% oxygen (o2), and when o2 was set to 30% or higher, the device triggered a ¿low oxygen¿ alarm. Based on the available complaint information, no patient was involved and no ventilator replacement or harm was reported. The most probable root cause is a defective o2 mixer assembly, including the proportional valve. An o2 mixer assembly was ordered by the local service engineer and shipped to the device user. However, despite multiple follow up attempts, no confirmation was received regarding whether the replacement resolved the issue. Due to the limited information and the absence of verification of the corrective action, this complaint is being closed.